Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 12/28/2016. Additional information: age/date of birth, weight, report date, describe event or problem, other relevant history, model #/lot #, implant date, explant date, concomitant medical products, report source, date received by MFR, type of reports, if follow-up, what type?, device manufacture date.

Event description:
Additional information: per follow up with the physician's office, device removal was due to patient's request and was not to prevent or preclude permanent damage to the patient.

Manufacturer narrative:
This event was reported by the patient's spouse. To date, apollo has been unable to confirm the reported events with the patient's physician. Further information has been requested of the initial reporter regarding: exact implant date, explant date, diagnostic testing, patient information, and device information. To date, no additional information has been received by apollo. Device labeling addresses the reported events as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: - intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel, as may occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Warnings: bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. The risk of obstructions may be higher in patients who have diabetes, a dysmotility disorder, or who have had prior abdominal or gynecological surgery, so this should be considered in assessing the risk of the procedure. Bowel obstruction can result in death.

Event description:
Reported as: a patient with the orbera intragastric balloon had only two bowel movements in seven weeks. "The product was sitting at the top of [patient's] stomach were nothing could get by." Additionally it was noted that "no food or beverage would stay down." The device was removed.